Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 arjo representative become aware of the event with involvement of maxi 500 lift. It was reported by customer that during transferred the patient from the bed to the recliner the lift almost tipped over, while lowering the patient, 2 caregivers attempted to lightly boost the patient upward to align her head and feet with the recliner surface. While positioning the patient, the right lift leg started to move off the floor and the lift tipped slightly to the left side,one of the caregivers stood on the leg to stabilized the lift. There were no injury reported.

Manufacturer narrative:
On 14-may-2018 arjo representative was informed about the event with the involvement of a maxi 500 passive lift at the (B)(6) hospital ((B)(6), USA). Following the information reported by the customer, while the patient was laterally transferred from the bed to the recliner, the lift almost tipped over. When the patient was positioned parallel to the right side of the recliner, two caregivers attempted to lightly boost the patient upward to correctly situated the patient in the recliner. While the caregivers were maneuvering the patient the device lost its stability and started to tip to the left side. The caregiver stepped on the device chassis leg to avoid tipping over. The same issue occurred two times so each occurrence was reported as a separate submission under manufacturer report number: 9681684-2018-00048 and manufacturer report number. The device was inspected by arjo representative. The functional test showed that device was working according to the manufacturer's specification, no malfunction was detected. The device was in good technical condition. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideway instead of the front direction, e) malfunctions of the lift or the sling. The instruction for use (IFU) for maxi 500 contains warning :"do not attempt to maneuver the lift by pulling on the mast, boom, spreader bar, actuator or patient as this can cause the lift to topple over." Also IFU contains information: "always maneuver the lift by using the handle located on the mast." An investigation was carried out into this complaint. The information provided by facility confirmed that device almost tipped over when the caregivers started maneuvering the device by pulling the patient, instead of using the maneuvering handle. The patient weight was not well distributed. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. Looking at the incident scenario it has been established that maxi 500 passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device almost tipped over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip to one side and in light of this information, the floor lift did not meet its performance specification. No adverse event occurred.